Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and acute myocardial infarction (ami) occurred. The lesion being treated was located in the calcified proximal to mid left anterior descending (lad) artery. The proximal lad was predilated with a 2.5x15mm unknown balloon, inflated to 12 atm. The physician deployed a 2.5x24mm taxus express2 drug eluting stent in the mid lad, inflated to 14 atm for 20 seconds. Then a 2.75x23mm non-bsc stent was deployed overlapping the taxus stent, inflated to 18 atm for 30 seconds. Ivus was performed. Medications given: heparin, bayspirin, and plavix. Eight hours post the initial procedure, an ECG change and ami was identified. Angiography identified thrombus at the overlapping portion of the taxus and non-bsc stents. The thrombus was aspirated and timi flow 3 was established. Upon completion of the procedure, ventricular septum perforation (vsp) occurred. An unknown surgical procedure was performed. The patient recovered and was transferred to another hospital. Medications given: bayaspirin and plavix. The physician commented that the cause of the event was due to antiplatelet medication not being administered prior to the implant procedure.